Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 3300tfx 19mm aortic valve is being evaluated for a redo aortic valve replacement procedure after an implant duration of 6 years, 6 months due to endocarditis (positive 4/10 strep mitis/oralis). The patient presented with dyspnea and fatigue. The patient also requires mvr and ascending aortic repair.

Event description:
It was reported that a patient with a 19mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years, 6 months due to unknown reasons.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.